Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's shower bag had water inside it while being used in the shower.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for the shower bag, lot # 7682607 showed no deviations from manufacturing or qa specifications. Heartmate 3 IFU and heartmate 3 patient handbook are currently available. These documents state in the ¿caring for wear and carry accessories¿ sections that the user should periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.